Event description:
It was reported that during a gastric bypass procedure, they could not open the jaws within the body. The instrument did not fire. The staples were found in the body cavity. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one (B)(6) device was returned in good visual condition and without cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line was complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.